Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00366846_1644408-2022-00466; 530-10-108, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Implant loosening / potential infection.